Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked and chipped out on both front corners of top case also cracked on right plunger case and battery door. Unable to duplicate the invalid syringe size during syringe test and all the reading of both qc slugs within the required specs. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be the barrel clamp head screw was found loose which was causing the invalid syringe size intermittently. Actions were taken to mitigate the reported issue: replaced barrel clamp head screw and barrel clamp head also replaced barrel clamp rod for preventive. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump was not recognizing syringe size. No patient injury was reported.